Event description:
It was reported that prior to use, before introducing the 3.0 x 18 mm zeta stent into the anatomy, it was noted that the stent was loose and displaced from the center of the balloon. The stent was not used on the patient. No patient involvement. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent movement was not confirmed; however, the stretching of the inner member and balloon resulted in the appearance that the stent had moved. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report filing, additional information was received stating that the delivery system was already loaded onto a balance middleweight (bmw) guide wire when the issue was noted. No resistance was encountered with the guide wire. The device did not enter the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.